Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increased mitral regurgitation and mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 3. The clip delivery system (cds) was advanced to the mitral valve; however, the grippers would not come down. After four attempts, the gripper came down. Grasping was performed, but the clip was not implanted because mitral stenosis was observed. The mr increased to 3-4. No clips were implanted and the procedure was discontinued. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. All available information was investigated and the reported gripper actuation issue was not confirmed during returned device analysis as no issues were noted. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. A definitive cause for the reported gripper actuation issue cannot be determined in this incident. Additionally, a definitive cause for the reported mitral stenosis could not be determined; however, the worsening mitral regurgitation (mr) appears to be due to the mitral stenosis. The reported patient effects of worsening mr and mitral stenosis are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.